Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow up post implant. Upon investigation, it was noted that the stitch was opened. The physician elected to explant and replace the device. The patient was in a stable condition.